Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During troubleshooting for an unrelated alarm on the homechoice (hc) machine, it was reported that the home patient (hp) observed air in the patient line. This was noticed while the hp was connected to the setup. Troubleshooting for the air in line was then performed, and nothing was found that would have caused or contributed to the presence of air. The technical service representative (tsr) had the hp cycle the power on the hc device, close all the clamps, and end therapy. The tsr advised the hp to start therapy over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.